Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred requiring surgical intervention. The target lesion was accessed via an antegrade approach. A 5 x 200 x 130 innova¿ was advanced to treat a lesion located in the right superficial femoral artery (sfa). After approximately 80% of the stent was deployed, deployment stopped and the remainder of the stent was left in the deployment system. The stent stretched/elongated as a result of the partial deployment. The stent was removed surgically. No further patient complications were reported and the patient¿s condition was fine post-surgery.